Event description:
It was reported that the 6800 system had a monitor issue. The report stated led can not light. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced during the service call.